Manufacturer narrative:
Corrected - patient age originally reported as (B)(6). (B)(4).

Event description:
It was further reported that, in (B)(6) 2009, the 90% stenosed mid to distal left anterior descending artery (lad) was predilated with a 2.5x20mm apex balloon, inflated up to 10atms. Two taxus express2 stents (2.5x28mm and 2.5x12mm) were implanted, inflated up to 12atms. The 80% stenosed proximal to mid lad was not predilated. A 2.75x12mm taxus express2 stent was implanted, inflated up to 12atms. The 80% stenosed mid circumflex artery (cx) was not predilated. A 3.0x20mm taxus express2 stent was implanted, inflated up to 12atms. Procedure was completed with 0% residual stenosis and excellent angiographic results. In (B)(6) 2012, the patient also reported "not feeling well during the day suddenly" and then developing bilateral hand pain followed by mid upper back pain. Upon arrival, the patient was found to have only subtle differences in her baseline EKG with mild j point elevation in leads v1-v3 but non-criteria st-elevations. In the emergency room, the patient developed chest pressure 3-4/10 and a repeat EKG showed slightly more j elevation and st elevation in v1-v3; however again not meeting criteria for st elevation myocardial infarction. Nitro paste was applied to the anterior chest wall which relieved her symptoms. Due to the atypical symptoms the patient was treated with aspirin and plavix. The patient was admitted for monitoring and had no further complaints of chest pain. The next troponin drawn approximately 5 hours after the 1st was 23 and a decision was made to send the patient for catheterization. During the catheterization, the originally placed stents were found to be patent. An apparent stent malformation, possible stent fracture, and subintimal dissection plane was identified. The dissection appears to extend proximally in the vessel. A 2.75x28mm non-bsc stent was implanted, inflated to 8atms for 30 seconds. The stent was post dilated with a 3.0x20mm quantum apex balloon, inflated twice to 12atms. Angiography revealed resolution of the area of dysfunction and ivus confirmed excellent apposition of the stent with no apparent residual dissection plane. Medications given included: angiomax and integrilin.

Event description:
Same case as MFR# 214265-2012-00557, 2134265-2012-00834. As reported on user facility report # (B)(4), post a stenting treatment procedure, a vessel dissection was identified. In (B)(6) 2009, 3 taxus liberte stents were implanted overlapping in the lad (2.75x12mm, 2.5x28mm and 2.5x12mm). In (B)(6) 2012, the patient presented with chest pain, and elevated troponin levels. The patient developed ischemic changes after an ultrasound and abnormalities were identified in the septal areas. The patient was brought in for a heart catheterization. During the catheterization, intravascular ultrasound demonstrated a stent fracture and sub intimal dissection in the mid lad. The area was restented around the fracture without any problems. The cardiologist noted the stent fracture allowed the propagation of a dissection plane which created a flap that excluded perfusion to the are in the lad that was absent of septal perforations and correlates to the area of wall motion abnormality seen on the echocardiogram and accounts for the patient's elevated troponin. It was the cardiologists opinion that there was potential for this dissection plane to propagate further through the epicardial lad, potentially leading to further complication and injury. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. If implanted, give date: (B)(6) 2009. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).